Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) had a battery voltage of 2.62 volts after approximately 10 months of implant duration. The clinician felt the rate of battery depletion was rapid, given the minimal therapy provided. Device memory was provided to a guidant engineer. Analysis of this information indicated that the battery was depleting at the expected rate. There was no evidence of malfunction.